Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeling/insufficient adhesive at the tip of the lid fixing screw could not be determined, however, the issue was likely the result of user handling/mishandling. The event may be prevented by following the instructions section below: the package insert at the time of product shipment regarding handling contains a description of countermeasures for this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cleaning, disinfection, and sterilization (cds) was not performed by the customer prior to the device being returned to olympus for repair. The device evaluation also found that the water tightness was lost due to wear of forceps control lever, bending angle in up direction did not meet the standard value due to wear of angle wire, adhesive on bending section cover was detached and cracked, control unit had corrosion due to water leakage, ultrasonic transducer had corrosion, paint on air/water cylinder was peeled, the connecting tube had a scratch, the universal cord had a wrinkle, and there was residual liquid or foreign material coming out of the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope forceps channel had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip lid fixing screw adhesion was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.